Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which could have affected its performance and its intended purpose. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-61365 pertains to the first hurricane rx dilation balloon, and manufacturer report # 3005099803-2018-61366 pertains to the second hurricane rx dilation balloon . It was reported to boston scientific corporation that two hurricane rx dilation balloon were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking dye/saline. The same issue occurred with the second hurricane rx dilation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.